Manufacturer narrative:
This event occurred in (B)(6). Component code - device subassembly = preheater unit and aspiration tube/lifter assemblies.

Event description:
The customer stated that they received questionable results for a total of 34 patient samples tested for multiple assays on the cobas 8000 e 602 module (e602). Of the questioned samples, 31 had erroneous results for the elecsys tsh assay (tsh), the elecsys ft4 ii assay (ft4), roche diagnostics cobas elecsys anti-tpo (atpo), the elecsys total psa immunoassay (psa), elecsys shbg (shbg), the elecsys testosterone ii assay (testosterone), and the elecsys troponin t assay (troponin t). Some erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. All data with an asterisk was reported outside of the laboratory. All samples were repeated on a combination of different e602 analyzers. No adverse events were alleged. Reagent lot numbers and expiration dates were requested but not provided. Based on the alarm trace, it was believed that the questioned results occurred when system reagent bottles were at a low level. Sipper alarms occurred indicating an issue with the system reagent supply. The field service engineer performed preventive maintenance on the analyzer. He replaced the preheat unit and aspiration tube/lifter assemblies. After these actions, the customer has stated that the instrument is performing without fault. The cause is most likely related to leakage at the end of the system reagent aspiration tubes. Either the leakage occurred with the tube itself or with a loose aspiration filter.